Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted sine the lot number was not provided. A correction action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If defective sample becomes available at a later date, this complaint will be re-opened.

Event description:
The event is reported as: the customer alleges that the circuit folds and kink during use on a pt. No report of pt harm or injury.